Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 25th, the user contacted dario to report low blood glucose (bg) readings.the user reported that each time she measures her bg, she receives a low bg reading. The user also reported that when she went to her doctor, she received a bg reading of 59 mg/dl from her dario meter compared to a bg reading of 108 from her doctor's device.